Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Rotor rub was identified as the probable cause of the device overheating. Rotor rub can result in increased heat production due to increased friction between the moving parts.